Event description:
The patient had a two epidural lead trial. The patient experienced uncontrolled pain. The leads were removed; there was a little bit of drainage at the site. The next day, the patient went to the ER; they thought that she probably had an infection. They did cultures that revealed an infection. The patient was discharged from the hospital, and it was thought that she would be continuing on antibiotics. Additional information has been requested, a follow-up report will be sent if additional information becomes available.